Event description:
An attempt was made to use a mo.ma cerebral protection device to treat a diffuse lesion in the internal carotid artery. The device was inspected before use and no abnormalities were noted. No abnormalities were noted during negative preparation before use. A t-safety connector was used in the procedure. Resistance was noted between the balloon and the lesion. After dilation a leak was detected in both balloons. No patient complications were reported.

Manufacturer narrative:
Result: (based on limited information and non product return, no root cause can be determined). (B)(4).